Event description:
It was reported the instruments were used during a laparoscopic tubal ligation. It was reported during insertion of trocar, surgeon felt the safety shield did not retract. Another trocar was opened, and surgeon reported the same. Surgeon requested both trocars be analyzed. One of the or nurses stated both trocars in her opinion worked fine. There was no consequence to the pt.